Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-03619. It was reported that patient experienced ineffective therapy. Reportedly, the l5 leads had disconnected during a routine extension explant. As a result, the l5 leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. It was determined that the l5 leads had disconnected during a routine extension explant. As a result, the l5 leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.